Event description:
It was reported that, during an implant procedure, the device could not be interrogated. Next, the device was taken out of the box and was placed onto the programmer wand. No interrogation was possible. Technical services advised to do a magnet reset. After the first try, the device still could not be interrogated. On the next attempt at a magnet reset, the device was successfully interrogated. There were no adverse patient effects. This device was set aside, and a different device was successfully implanted.